Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a left side deflation, and "implant has twisted". Healthcare provider confirmed left side deflation. The device remains implanted.

Event description:
Patient reported a left side deflation, and "implant has twisted". Healthcare professional confirmed left side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed one opening assessed as fold flaw opening. ¿ malposition of device: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure crease and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.